Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.

Event description:
It was reported that the patient's right atrial (ra) lead experienced a micro dislodgement. The lead was implanted within the last twenty-four hours and during testing the ra lead presented with high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.